Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au680 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). The fse then performed the low sodium bias mod 11729 to resolve the issue. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified the device was a candidate for mod 11729 related to low sodium, which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
Beckman coulter received a report from the customer stating the instrument had been providing low sodium results since the day prior. The customer did not have another instrument in the lab to rerun the sodium.